Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +09.50 diopter, in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The surgeon does not plan to implant another icl lens. Cause of the event was unknown. Patient is fine after explantation.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens optic and haptic broken. Dimensional (length) verification was performed and the lens was found to be in specification. Were unable to perform width measurement due to the haptic was received broken. Claim # (B)(4).